Event description:
Additional information received from the manufacturer's representative (rep) reported the date of the patient's death was difficult to ascertain. The patient was found deceased at his property, with no witnesses, and therefore the rep. Was not able to comment on any symptoms he may have experienced. It was noted there was nothing unusual about the patient's surgical procedure they had prior. As far as the rep. Knew there wasn't a CT or MRI completed following the surgical procedure. The rep. Was asked if the device would be able to determine the date of the patient's death, but the rep. Explained it would not be able to give that information. If any interrogations of the device became available the rep. Stated they would send them. The cause of death had already been requested from the coroner's office but wasn't received yet.

Manufacturer narrative:
(B)(6). No specific date of death was received. Best estimate of death was reported.

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) that the patient underwent a battery replacement on (B)(6). The battery was turned on after the procedure with previous programming. The patient had recharger education performed at the medical center following replacement. The patient was found deceased at their home within three weeks of battery replacement. The cause of death was unknown at the present time but since the patient had recent surgery it needed to be considered. Forensics requested interrogation of the battery. At the current time the issue was not resolved.